Event description:
During a cystoscopy with retrogrades procedure while using the uropass ureteral access sheath, the uropass ureteral access sheath broke in the patient, surgeon was not able to find pieces and assumed it was flushed out. During recovery the patient complained of pain. A second surgery was performed and the pieces were found and removed by flushing and by using a grasper. Additional medicine and recovery time for the patient was needed.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.